Event description:
The nursing staff reported a problem with the chloraprep applicator that is contained in the IV start kit. The vial of chloraprep is difficult to break. When the vial breaks, the glass is either cutting the end of the applicator tube or the force required to break the vial is causing the tube to crack. Chloraprep is leaking from the applicator tube.